Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported that she had been having low blood glucose (bg) levels on a daily basis for the previous week between 9:00-11:00 am. The patient's normal bg range is 90-200 mg/dl. During the time of concern, the patient claimed that her bg dropped to "34 mg/dl." In that event, the patient was treated with glucose tablets. On an unspecified tuesday, the patient claimed that she went to bed after eating breakfast. Her bg was reportedly "112 mg/dl" that morning. Around 11:30 am, the patient's husband woke her up and found her in a very confused state. The patient's husband treated her with glucose tablets. By 2:45 pm, her bg increased to "100 mg/dl." The patient denied that her bg was tested when she was symptomatic. The pump's history was reviewed and the tdd was as expected. All boluses were delivered as programmed. The prime history reflected appropriate prime and cannula fill amounts. The patient was changing the cartridge, set, and site every 4-5 days. No visible site issues were noted. The patient mentioned that her bgs were better today after she had made adjustments to her basal rate(s). The patient was advised to consult with her health care provider (hcp) regarding her pump settings. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg episode where she received treatment from another person. In another instance, she suffered a bg level (34 mg/dl) suggestive of severe hypoglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The insulin pump investigation was performed by product analysis on (B)(4) 2012

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity outside normal use observed. The data from the date of the alleged event had been overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.